Event description:
The physician attempted to use a neuron 070 but when inserting the catheter into the sheath, found that the introducer provided was too small for the neuron and it pinched the end of the catheter. He then opened another neuron 070 and the same thing happened.

Manufacturer narrative:
Technical eval: the first unit was ovalized and flattened on the distal tip. The second unit was also ovalized and had single axis bends on the distal tip. There were other kinks visible on the proximal shaft as well as a 45 degree bend in the strain relief, but these appear to be artifacts of post-incident handling. Conclusion: the incident is confirmed, but not as reported. The kinking at the distal ends of the catheters would have prevented their passage into the introducer sheath. The DHR's of these mfg lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part# 2314-03.a, (lot# l15285). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). Lot# l15285 was associated with (B)(4) which required add'l testing to increase process monitoring. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts meeting specifications were released for shipment. The parts released in these lots met process requirements.